Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00886.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle. During the procedure, the physician met resistance while advancing a ruby coil through a velocity delivery microcatheter and it was removed. The physician successfully deployed and detached several new ruby coils in the aneurysm. After successfully deploying a ruby coil in the aneurysm, the physician was unable to detach it using the detachment handle. A new ruby coil detachment handle was used to successfully detach the ruby coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Results: there was no visible damage to the handle. Conclusions: evaluation of the returned device revealed that the pet lock on the pusher assembly was intact, indicating that there was not a proper attempt made to detach the ruby coil using the handle. Further evaluation revealed that the handle functioned correctly. If the pull wire tube is not completely or properly inserted into the handle funnel, the handle will not be able to detach the coil. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-00886.